Event description:
(B)(4). Spasms of my right fallopian tube during the procedure and after, severe pain, post procedure multiple baby pregnancy, lost 2 of the 3 babies. Coil in uterus with baby that migrated outside my uterus while pregnant, excess amniotic fluid. Weight gain, hair thinning, heavy period flows, severe headaches, extreme fatigue, allergic reaction to the nickel in the coils caused wounds on my arms legs and scalp that wouldn't heal. Post essure baby had very difficult vaginal birth that should have been a c-section born with large bruise on head and low o2 stats. Has been diagnosed with global developmental delay, sensory processing disorder, speech and language delay, insomnia, severe anxiety, adhd, and social integration issues. Migration of the right coil again for a 3rd time before someone would remove it. Chronic cervicitis, enlarged uterus, excessive scar tissue, inflamed fallopian tube and uterus on the right side. Had to have a total hysterectomy they removed my uterus, cervix, and fallopian tubes. The right coil on end was found penetrating my uterus and the other end was going straight up and completely through my fallopian tube. It had been spotted in (B)(6) 2010 after the (B)(6) birth of my post essure baby and during my tubal ligation and I was informed by the dr who was supposed to remove it that "it was in a safe location and did not need to be removed." At that time, it was laying on the ligament that supports the fallopian tube and below the fallopian tube. The placement took place in (B)(6) 2009 and my hysterectomy took place (B)(6) 2014. I was (B)(6) at the time of the hysterectomy.